Event description:
A healthcare professional reported that patient interface with suction broke in unknown eye of the patient during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows fifteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during bed cut. The laser showed the info message: ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check'' once. The vacuum pumps were shut off. The user repeated the vacuum test and then performed thirteen successful treatments. The root cause could not be identified during logfile review. The system was working within specification. The sample was not returned to the manufacturer for evaluation. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. It is not likely that a malfunction of the reported product could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).